Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose and customer report they alleging possible insulin pump under delivery. The customer blood glucose level was 45 mg/dl at the time of incident and the current blood glucose of the patient is 333 mg/dl. Customer did not provide any symptoms regarding to high blood glucose and low blood glucose. Customer had been using insulin pump system within 48 hours of reported high and low blood glucose event. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will not be returned for analysis.